Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming battery failed, did self-test and insulin pump had hardware low level failures alarm. Customer's blood glucose value was 222 mg/dl and an hour ago blood glucose value was 296 mg/dl. The customer was assisted with troubleshooting. Customer states the clip was very loose. Customer states the insulin pump has been dropped. Customer states the insulin pump did not rattle when they shake it. Customer states they performed a self test. Customer states they did not see missing segments during the self test. Customer states the self test failed. Customer reviewed alarm history, found hardware low level failures alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer states fill cannula was recorded in daily history. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in insulin pump history due to broken trace on keypad assembly. Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Unit functioning properly. No physical damage noted during visual inspection.